Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and the blood glucose value was 58 mg/dl and the sensor glucose value was 98 mg/dl. Customer reported inserter not firing or experienced excessive resistance when pressing inserter against the body to insert sensor. Inserter did not release sensor after re-attempting insertion. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-5120c1 was requested and customer responded the device was returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received the following, one opened/used simplera serter in its disabled state. The product is in this state and the needle has retracted into the serter body, one simplera sensor returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and found cracks along the gold trace path. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), and none were found. Due to the serter was received the following, in its disabled state a failed actuation complaint does not apply. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are intact, also found the needle housing moved with the retraction spring, inspected the insertion and retraction springs for any misalignment, also inspected the insertion needle for any physical damage or misalignment and none were found. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), to identify whether the plunger and frame could be separated using disassembly instructions. The frame pushes out of the plunger automatically due to the insertion spring force and the removal of the plunger stop during drilling, no anomalies during procedure. Then identify whether the frame and sensor carrier could be separated using the disassembly instructions. The sensor carrier fell out of the frame under its own weight after the sensor carrier is pushed out of the frame holder, no anomalies was found during this procedure. Using the sciencescope macroscope (cc-sjult-4k-af) inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and none was found. Inspected the sensor carrier snaps to have no damage. Inspected the insertion needle and found the needle retractor shoulders for any physical damage and passed per specification. Then inspected the insertion needle for hooks, dull or blunt point and found a hook at the tip of the insertion needle, and dried blood along the needle and retractor and along the sensor carrier cavity. See attachment files for details. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Unit was able to download trace and termination result. First term reason: highcfvariance. First term reason descriptor: sensor was terminated due to high cf variance logic in sensor glucose algorithm. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. In conclusion: the customer complaint of change sensor alarm is confirmed. The customer complaint of serter not deploying the sensor to be confirmed, the process is not confirmed due to completed event.because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (sensor flex damage, needle damage) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.